Event description:
It was reported that the pt's hearing performance was satisfactory before. The sound perception is not very good, and the pt feels an electric shock. Testing carried out on (B)(6) 2011, shows electrode channels 5, 10, 11 and 12 in status hi, and channel 9 in increased impedance. The ground path impedance is at 4.04 kohm. With all channels being activated the pt gets facial nerve stimulation. No head trauma or illness were reported.

Manufacturer narrative:
The device has not been returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.